Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-feb-2023. H6: investigation summary. It was noticed that one of the samples had some embedded foreign matter on the plunger near the stopper side. It was observed that the sample had embedded foreign matter located between the 0.1ml and 0.2ml. The observed conditions were non-conforming per product specification. Potential root cause for the embedded foreign matter defect with the molding process. A device history record review was completed for provided lot number 1331232. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 6 bd luer-lok¿ syringes had embedded foreign matter in them. This complaint was created to capture the 1st of 6 related incidents. The following information was provided by the initial reporter, translated from dutch: "embedded matter x 5... Embedded white matter x 1".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd luer-lok¿ syringes had embedded foreign matter in them. This complaint was created to capture the 1st of 6 related incidents. The following information was provided by the initial reporter, translated from dutch: "embedded matter x 5... Embedded white matter x 1"